Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02288. It was reported during the patient's ipg revision procedure, one of the lead's had exposed areas on the lead body. Impedance check prior to surgery exhibited 'zero' values. The physician explanted and replaced both leads. Stimulation was restored post-operatively.